Event description:
The patient's niece reported that her uncle, a male, had been admitted to the hospital with a blood glucose value of 1500 mg/dl. She was calling to get education on setting up the basal rates. She did not know what type of treatment the patient was receiving while in the hospital. The niece reported that her uncle was feeling light headed and weak which is why she took him to the hospital. She reported that he is continuing to wear his infusion device while in the hospital. No product will be returned. Attempted to contact patient later to determine current state of health but was unable to reach the patient.

Manufacturer narrative:
Product not returned for evaluation.